Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 11, 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter read inaccurately low compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The patient reported obtaining an alleged inaccurate low blood glucose reading of "335 mg/dl" with the subject meter. The patient informed the csr that she is on insulin pump therapy and denied making any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that 2 weeks after the alleged issue started, she developed symptoms of "extreme thirst, increased urination, dizziness and blurred vision". In response to the symptoms, the patient reported attending the doctor's office where she was treated with 25 units of novolog insulin. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for hyperglycemia after obtaining the alleged inaccurate low result with the subject meter.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.